Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Multiple attempts made to follow up with customer. No further information provided.: device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the contact stated that a minimum notification of 50 units was received after changing out the supplies. The customer was in the emergency room for diabetic ketoacidosis on 2/1/2016. The customer blood glucose level was 470 mg/dl with ketones. The customer was treated with an insulin drip. During troubleshooting with tandem technical support (cts), the nurse reported that the pump displayed a red x at the insulin gauge. The pump logs indicated tubing reminders for alerts and alarms. The contact stated that they went through the fill tubing step multiple times but may have not completed the fill. The contact loaded a new cartridge and was able to complete load process.